Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced pain and device migration. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant. The recipient has reportedly recovered.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This older configuration is no longer manufactured. This is the final report.